Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl; cause was unknown. Prior to the ER visit, customer administered a manual injection to attempt to address bg level. Customer was then treated with intravenous fluids of saline and insulin at the ER to address the elevated bg. A system check revealed no issues with the pump, infusion set, or insulin. Customer was discharged later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.